Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported she sought medical attention at the urgent clinic on (B)(6) 2025, due to high blood glucose (bg) reaching 518 mg/dl. She visited her provider's clinic for two hours and was discharged the same day. The patient experienced difficulty seeing, watery eyes, difficulty focusing, and scratchy eyes. The medical professional checked her glucose readings, unknown intravenous (IV) and blood pressure. There were no recent messages or alarms on the omnipod 5 app, but the patient was familiar with the pink slide on the pod, which had moved forward. The patient could not confirm if the pod's cannula was inserted into the skin during wear but noted no redness, swelling, or insulin leakage at the pod site. The pod was worn between 4 and 24 hours on the abdomen.